Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as " I am writing as the daughter of an awesome man that today turns (B)(6). I want you to know that it is my belief that your company has pretty much ruined his quality of life. We have tried to bring suit against your company for promoting and selling metal on metal hip implants but have recently found out that your company has just decided to not pay out any further settlements to patients that have had these devices installed in their bodies. You have broken my heart. Not just because there is no chance now of him receiving any money for his hardships, but because you have disappointed me yet again in the hopes that a company such as yours that promotes family values and family safe products has no ethical values. What happened? You have no idea what is like to watch your father complain about the pain in his hip, watch him barely able to walk due to the pain, or able to comfortably sleep at night. He has toxic levels of metals in his blood and no option to have revision surgery. He is now using a walker in the home and has to use a wheelchair outside of the home and lives in an apartment that is not handicap friendly. You may say, well he is (B)(6), but it is too coincidental that the pain and crookedness of his body is on the same side as this particular hip. ".